Event description:
When inserting a groshong sf single-lumen cv catheter, the white cuff on catheter was not permanently attached to catheter and slid up and down catheter. Replaced with catheter with cuff securely in place. Ref MFR # 3006260740-2017-00030.